Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 42.2cm was returned. External insulation abrasion was noted at 1.2-1.3cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 2.3-5.2cm and 5.9-8.2cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 12.7-13.7cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4). (B)(6).